Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system generated an erroneous high sodium result. Customer reported the erroneous high result was reported out of the laboratory. Customer reported the erroneous result was corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) decontaminated the system. The fse replaced all the electrodes except the carbon dioxide electrode as well as the modular chemistries sample probe, the t-valve and the sample syringe.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01439.